Event description:
Patient had an open reduction internal fixation of a tibial plateau fracture due to trauma. Patient noted redness and tenderness at healing incision site for a couple of days prior to coming to emergency department 2.5 months later. (Patient had been non weight bearing and undergoing physical therapy) patient returned to surgery few days later for excisional debridement left proximal tibia, removal of hardware (lateral tibial plate) and placement of antibiotic spacer left leg due to infection. Surgeon noted that the infection tracked deep from the proximal tibia down through the fascial layer and out the skin. Proximal screws were found to be loose that were through the infected segment of tibia. Also noted "the bone graft, which was placed within her previous defect, was noted to be infected and not healed. The bone graft was removed, which left approximately a 20 cc of void within the metaphyseal region of the tibia." The remainder of the fracture was found to be well-healed with no excessive collapse of the plateau (per intraoperative x-ray) the hardware was removed, site irrigated and antibiotic beads were placed. Cultures showed methicillin-sensitive staphylococcus aureus. Patient discharged a few days later, on antibiotic treatment and for follow up in 2 weeks.